Manufacturer narrative:
Suspected device and strip were evaluated by ok biotech and calculated that the returned products are all operated within specifications. We tested the standby current of the returned meter, the result was 17.1 a. The criteria is <55 a. Pass. Meter setting, audio and all buttons function were ok. We tested the suspected meter with in house control solution and returned strips (strip lot number:d6160617-1). The control solution tests for level low were 58/52 mg/dl, for level high were 257/256 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We tested the retain strips of same batch (strip lot number:d6160617-1). The control solution tests for level low were 63/65 mg/dl; for level high were 258/260 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
This is a supplemental report to initial report 3005862821-2017-00019 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on 03/01/2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 11/30/2016. The strip lot #d6160617-1 was manufactured on 06/17/2016 and expired in june 2018. Ok biotech received no complaints from same manufacturing batch of strips . We tested the retain strips of same batch. The control solution tests for level low were 63/65 mg/dl; for level high were 258/260 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 10:30am after receiving a blood glucose result of 122 mg/dl accompanied with feeling dizzy and passing out. The end user's wife questioned the accuracy of the prodigy diabetes glucose meter. The paramedics were called and performed a blood glucose test with their meter and received a result of 27mg/dl. The paramedics administered an IV of glucose fluids to stabilize his blood glucose level. The end user was transported to the ER and upon arrival, his blood glucose was 92 mg/dl. Additional, IV glucose fluids were given while in the ER. No additional treatments were administered. Upon discharge, the end user's blood glucose was 220 mg/dl and he was instructed to follow-up with his pcp. No additional information was provided in relations to this medical event.